Event description:
It was reported that the device's battery replacement is required. There was reportedly no patient involvement.

Manufacturer narrative:
Reporter phone: (B)(6).

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.